Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted under diagnostic imaging that the right ventricular (rv) lead was dislodged and exhibited high pacing impedance. Upon repositioning attempt, the helix of the rv lead failed to extend with adequate turns. Another reposition attempt was done but the helix issue persisted. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.